Event description:
It was reported that this event occurred in the ccu1 dept during insertion procedure. "Dilator split at the tip when doctor was using it on the pt during placement of line, while doctor was feeding it over the guidewire into the skin." As a result, the dilator was removed and a new kit was opened and used without issue to successfully complete the procedure. There was a delay reported; however, there was no harm reported as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).